Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 51.0cm was returned for analysis. External insulation abrasion was noted at 27.7-29.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 42.5-42.8cm and 44.7-45.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 31.9-34.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.